Event description:
It was reported that the customer received a power source alert. The issue had resolved itself before the call to technical support. Technical support advised the customer to monitor the situation and to report back if the issue recurred. There was no adverse impact to the customer¿s blood glucose level.